Event description:
The manufacturer's representative reported that the patient reported "withdrawal" and the pump was explanted and replaced. The patient reported hearing a beeping sound and then began to feel terrible the next several days. He did not go to the emergency room, but did notify his hcp. The patient was due for an elective pump replacement. At surgery - "found to be disconnected; crystallized chunks found by connector". The patient was receiving morphine and bupivicaine via the pump. The patient recovered without sequela "except patient continues to complain of uncontrolled pain as if new pump wasn't working. Patient came to office in 2006 and roller study and fluoroscopy was performed. Catheter appears to be intact and roller study was completed with expected rotation of roller noted."

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.